Manufacturer narrative:
Gore received two suture passer needles from the complainant. Neither device was identified (ref medwatch #3003910212-2015-00039 for 1st device). Both needle shanks appeared straight and undamaged. Both needle graspers appeared properly formed and undamaged. Plastic deformation in the needle grasper regions of both needles is consistent with downward bending. Fracture surfaces on both devices is multi-planar. The needle tips and cutting edges exhibit damage on both tips. Extreme bending of the needle tip would have caused the plastic deformation observed. It is possible that at this point the fracture occurred as the tensile forces in the majority of the cross-section exceeded the ultimate strength of the material. It is also likely that prior to complete fracture, the needle was bent back towards the straight position and perhaps back and forth an additional number of cycles until complete fracture occurred. The multi-planar fractures observed, along with the plastic deformation exhibited are indicative of very low cycle fatigue failures in both needles. This kind of failure is consistent with misuse of the device through bending of the needle tip, use of excessive force due to a blunt tip, or failure to replace the needle following an initial bending incident. The gore® suture passer was designed to be used in the undamaged condition as indicated in the IFU: ¿do not bend the needle or sleeve assembly. If the needle/sleeve is bent or damaged, replace with new assembly¿.

Event description:
Gore received FDA voluntary report no: mw5041792 reporting the following: the tip of the suture passer broke off in the subcutaneous tissue twice (at the superior and inferior transabdominal suture sites), and I had to make small incisions to retrieve the broken tips, which were localized with flouroscopic guidance. Two devices broke in the same way during this one procedure.

Manufacturer narrative:
Corrected to 'malfunction'.

Manufacturer narrative:
Review of the manufacturing records could not be performed as no lot number information was provided. The device was not returned. Consequently, a direct product analysis was not possible. All information has been placed on file for use in tracking and trending.